Manufacturer narrative:
(B)(4). Batch#: unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The lot/batch was not provided, therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date, no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Could you please provide device details (product code, lot# or batch#) could you please provide more details for "stapler did not staple properly"? Was the staple line complete? Were there any staples missing from the staple line? What was the shape of the staples (b-formation, irregular, legs straight)? Were the staples deployed into the tissue? Were the staples seen in the surgical field? Could you please clarify if there were any patient consequences? Could you please clarify if was any change in the post-operative care of the patient as a result of the event?

Event description:
It was reported that the device was used to perform a rectum anastomosis, and the stapler did not staple properly. There was a stapling failure, and it was necessary to open a new stapler.